Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. There was no patient injury. This investigation is ongoing. Report 1 of 5. See related medwatch report numbers: 0001920664-2020-00067, 0001920664-2020-00066, 0001920664-2020-00065, 0001920664-2020-00068.

Event description:
The user facility reported that when removing the trocars cannulas from the eye, blood was collecting in the anterior chamber of the eye and covered the pciol (posterior chamber intraocular lens). The surgeon believes the blood came from the posterior as the lens and anterior chamber were never manipulated. The blood seems to appear when the cannula is removed from the eye. The surgeon had to re-drape and remove the blood from the chamber.

Manufacturer narrative:
Seven sealed (B)(4) packs from lot w6453 were returned. Three of the packs were opened for inspection of the esa sleeve tips. Inspection found that the edges of the esa sleeves have allowable distortions per the spec. Sheet. Initial magnification was set at 20x and the photos were taken at various magnifications from 20x up to 80x for improved images of the tip edges. Supplier''s investigation found no burrs or other failures on the 18 returned cannula (12 of which were returned in sealed trays from the customer and 6 of which had been returned in sealed trays but were inspected by b&l prior to shipping to the supplier for investigation). The complainant discarded the actual parts that were subject to their complaint so no actual complaint samples were returned. The complainant returned six unopened, sealed trays of the same lot number (w6453) remaining in their possession for investigation. The supplier''s investigation report states that the valved cannulas were manufactured properly per the DHR; with no nonconformances, all dimensions were conforming and no failures or abnormalities were observed in the evaluation of the returned parts. For this reason, the root cause of the complainants reported complaint cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.